Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed eight and a half years battery life three months ago and now showed eight years remaining. Boston scientific technical services (ts) reviewed the most recent transmission and discussed that a change in power consumption was due to increase in pacing percentage. Thus, recommended to call back if the power consumption of the device is above the 30's. To date, the device remains in service. No adverse patient effects were reported.